Event description:
It was reported that a flogard infusion pump experienced an f-79 alarm (drive defect - underinfusion). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection, alarm log review and power on self-test were performed. During the alarm log review and power on self-test the f-79 alarm was identified. The alarm was caused by loose motor couplings. The motor couplings were adjusted to fix the reported condition. The pump passed all testing and was returned to the customer in working order.